Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was sent in for repair for an unknown reason. ?no adverse patient effects were reported by the customer".

Manufacturer narrative:
Other text: b3: event date is unknown. D4: full UDI information is unable to provided with the information that was given. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the door to be physically damaged. A review of the event history log found nothing unusual. The reported problem was too vague to be able to be duplicated, but the uso sensor was found to be defective during the functional testing. The door and uso sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).